Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon used an articular insert trial and shim trial during the cementing of his femoral, tibial, and patella implants. Was purposely utilizes trails that are thicker than his final insert component (implant) to temporarily over stuff the knee joint while the bone cement was hardening, to apply pressure on the femoral and tibial components during the curing process. Once the cement had cured during this particular surgery, both the articular surface trial and the shim trial cranked as they were being extracted from the patient's knee with the assistance of the tibial trial extractor. A small portion of the articular surface of the articular surface trial subsequently broke off and was retrieved from the patient's knee. The case was not delayed, since both trials were done being used. Needs to be replaced trials are needed to complete the instrument tray.